Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the wand broke off. It was further reported by the nurse, that the device was not being abused by the dr. The tip was buried in the fat pad and was visible by x-ray. The dr was able to retrieve the tip.